Event description:
During a pta procedure, the balloon ruptured at 4 atm. The target lesion was the superficial femoral artery (sfa). The vessel was reported to not be tortuous. There was no reported patient injury.